Event description:
Per the clinic, the patient experienced an incorrect electrode placement at the initial implantation. The device was explanted on (B)(6), 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 10, 2022.